Event description:
Used "luira check it" provided by my employer to attend a work event/conference and it produced a false positive for covid 19, confirmed by a pcr test done at a local clinic the same day. FDA safety report ID# (B)(4).